Event description:
Reportedly, the pacemaker could not be interrogated, whereas all leds were green on the inductive head. The overview screen was reportedly available, but parameters and diagnostics were not displayed. A communication error message was displayed on the screen. It was verified with a magnet that the pacemaker was still pacing at 96 min-1. The patient reportedly underwent cardioversion in (B)(6) in a different center. The subject pacemaker was explanted and will be returned for analysis.

Manufacturer narrative:
[(B)(4)].

Event description:
Reportedly, the pacemaker could not be interrogated, whereas all leds were green on the inductive head. The overview screen was reportedly available, but parameters and diagnostics were not displayed. A communication error message was displayed on the screen. It was verified with a magnet that the pacemaker was still pacing at 96 min-1. The patient reportedly underwent cardioversion in march in a different center. The subject pacemaker was explanted and will be returned for analysis.